Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device's display blanked out. Complainant indicated that the clinician continued to monitor the patient via the device's recorder strip. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.